Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported and learned through medical records that a patient with a 19mm 11500a aortic valve underwent a valve-in-valve procedure after an implant duration of 3 years, 11 months due to severe regurgitation secondary to valve deterioration. The patient presented with chf, sob and edema. The procedure was performed with a 20mm 9755rsl transcatheter valve. The patient was taken to recovery in stable condition post procedure. The patient was discharged pod #2. Per medical records, the patient presented with chf, sob and edema. Echo confirmed severe aortic regurgitation d/t valve deterioration and mild to moderate mitral pvl. Patient underwent tavr procedure with 20mm ultra resilia. Valve was deployed without complication and tee confirmed appropriate placement, normal gradient, and no pvl. The patient was taken to recovery in stable condition post procedure. The patient was discharged pod #2.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections h6 (investigation findings, investigation conclusions) svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. The subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data: corrected section h6 (device code, type of investigation).